Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 06/15/2022, it was reported by a sales representative via sems that an ar-13995n scorpion-multifire needle had an issue. During the procedure and as per technique, the doctor passed the multiple times scorpion needle while repairing the rotator cuff and augmenting with dermal allograft and the tip of the needle suddenly presented stressed fatigue. Another needle was opened and the procedure was finished without any other incident. This was discovered during use with no impact to the patient. Additional information was requested. On 06/17/2022, the sales representative stated the following information via phone: this event occurred during a rotator cuff repair procedure on (B)(6) 2022. The tip of the needle broke, and all fragments were retrieved. Another needle was opened, and the case was completed successfully with no impact to the patient. The complaint device was discarded by the facility.